Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm missing segments or partial display and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 93 mg/dl. The customer states when she presses a button, the top bar disappears on pump screen. When battery was changed, bottom bar disappeared too. The insulin pump will not be returned for analysis.